Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi". Ran back to back blood tests, 529 mg/dl and hi. Normal range is between 180 and 200 mg/dl. Customer stores the strips in the kitchen. Last 5 results in meter memory are: hi, on (B)(6) 2014 at 10:00 am, hi, on (B)(6) 204 at 9:59 am, 314 mg/dl unk date at 11:39 am, 283 mg/dl unk date at 1:38 pm, and 257 mg/dl unk date at 1:12 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue .

Event description:
Consumer complaint of blood result reading of "hi." Ran back to back blood tests,529 mg/dl and hi . Normal range is between 180 and 200 mg/dl. Customer stores the strips in the kitchen. Last 5 results in meter memory are: (B)(6). No adverse event reported.